Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the trocar's gasket was torn. There was no consequence to the pt. They opened another trocar to finish the case. No other info is available at this time.